Event description:
It was reported the insulin pump went into threshold suspend and the sensor readings were off. Customer's blood glucose was 140 mg/dl and sensor was in the 50 or 40 mg/dl. Customer's mother stated the sensor would not connect to the insulin pump. The insulin pump has been alarming calibration error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.